Manufacturer narrative:
Based on the claim against the product by the customer noting burn marks on insulation, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have localized melting near the grip base. This failure is most commonly caused by insulation degradation and carbonized tissue creating a conductive path. The instrument was placed and driven on an in-house system. The instrument passed the recognition, engagement, energy delivery and electrical continuity tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. Common causes of this failure are typically attributed to component failure. Additionally, the instrument was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.030¿ offset at the tips. Common causes of the failure mode bent instrument grips -tips are typically attributed to mishandling/misuse. Bent grips with an offset less than 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments. The complaint regarding burn marks on insulation was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: it was alleged that the maryland bipolar forceps instrument had possible burn marks on the insulation. The damaged/broken insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the maryland bipolar forceps instrument had possible burn marks on the insulation. The procedure was completed with no reported injury.